Manufacturer narrative:
Lot/serial number is unk. A review of the manufacturing records for the device could not be conducted. Additional info was requested. Images were sent to gore for analysis. Further info will be provided.

Event description:
On (B)(6) 2013, the gore excluder aaa endoprosthesis was used in a pt with a transplanted kidney (right). The device was implanted at the intended position. The physician noticed poor blood flow in the right iliac axis and tried to restore it. Later, the decision was made to explant the graft and to treat right common iliac artery. On (B)(6) 2013, was reported that the pt was not in good health. Further info was requested. Images were sent to gore for analysis.